Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be gathered as the reporter declined to provide additional information. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
Patient reported left side rupture. Patient representative additionally reported "fear of alcl". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, d6b, g2, g4, h6.